Event description:
It was reported that the pt never had therapeutic effect. Pt was recently implanted and could not remember what her settings were during the test stimulation. At first she said 4-6 v, then said 1.2 v was too strong. Pt reported no falls or trauma. Advised to keep amplitude at 1.1 v until could meet physician (B)(6)2010. One day later, she said the symptoms were similar to prior to implant. Two days later, pt reported stimulation was on and when she tried increasing amplitude past 1.3. It was painful and she received shocks. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)